Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving a vibratory alert for high impedance on the right ventricular lead. The physician turned off the high voltage therapy and admitted the patient to the hospital. Upon interrogation of the device, there was no capture due to increased thresholds reaching above the maximum programming. The patient was given external monitoring and external defibrillation during hospitalization. The rv lead was capped on (B)(6) 2017. The patient was stable post procedure and will be monitored normally.